Event description:
Pt spontaneously called to report that pump (B)(4) alerted 4 hours early based on last mix time. This is the second time her pump has done this. Pt has since switched to back-up pump which is functioning fine. Pump will be replaced with this shipment. Reported product fault occurred while in use with a pt. Product issue did not contribute to clinical injury. We replaced the device. Dose or amount: 46.5 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.